Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The patient called in to report a line blockage and stated she is considering discontinuing use of the product because the issue is significantly affecting her life. She explained that she is wasting insulin and is not sleeping well due to fear of moving slightly and causing another line blockage. The patient also reported needing additional supplies. Troubleshooting for line blockages was discussed with the patient, who is a nurse and already aware of standard procedures but continues to feel frustrated. She believes the line blockages are related to the tubing itself. The patient stated that she has contacted her trainer regarding the issue and has saved the cleo infusion set and cassette for further evaluation. The alert on the application was titled line block. When the notification occurred, the patient took action by changing the infusion site and replacing the cassette. The message details displayed on the application indicated line blocked. The operator of the device was the lay user or patient. There was patient involvement and no harm.